Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver had been broken off. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the tip of the 5.5/6.0 screw driver was broken. A second driver was used to complete the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the tip of the driver broke when trying to engage the screw on the back table. This did not occur in the patient.